Event description:
It was reported that during a total abdominal hysterectomy with a bilateral salpingo-oophorectomy procedure, the device partially cut and stapled. No other information is available at this time. There was no adverse consequence to the patient reported.

Manufacturer narrative:
(B)(4). (B)(4). Instrument a: firing trigger handle. Instrument b: the analysis showed that the ats45 device a was received with the firing trigger handle broken and the articulation mechanism damaged. The device was received with a white cartridge reload loaded in the device. The cartridge was received partially fired and with the spring lockout normal. The firing mechanism was noted to be damaged, no additional functional test could be performed. The device was disassembled to verify the condition of the internal components and the right articulation gear teeth and the left pinion axle support were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The analysis results found that the ats45 device b was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.